Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that shortly after the trial procedure the patient experienced numbness in the left leg. The physician removed the lead and the patient has recovered without sequelae.